Event description:
Information received by medtronic indicated that insulin pump's alongside the battery compartment was cracked. The customer also experienced high blood glucose level as 26 mmol/l. The customer was unsure how the damage had occurred. The customer also stated that retainer ring was not damaged. No harm requiring medical intervention. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the ngp 770g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. S/w version: 5.2b, retainer ring = black, and case type = ngp. Customer complained on (B)(6) 2023 of high bg and cosmetic damage to the battery compartment. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0876 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. The electronic assemblies and motor assemblies were inspected and moisture damage found on pcb1. The p-cap/reservoir does lock properly. The following were noted during visual inspection: battery cap contact missing, corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, label damage(serial number label faded), and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Confirmed customer complaint of cosmetic damage to battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".